Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the lot number is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported complications were not due to the malfunction of the device, but occurred as a general complications of the procedure.

Event description:
In the lectures of the japan digestive disease week 2018, it was reported the following contents. Lectures: (B)(4) study of post-esd mucosal plication with the single-channel endoscope using a ligating device summary: in 18 mucosal plications after an endoscopic submucosal dissection, the devices were used. After the procedure, some patients had been given antiplatelet drug. 8 days after the procedure, one postoperative bleeding from a separation occurred. The hemorrhage was completed with another device. This is the report regarding the postoperative bleeding.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".